Event description:
It was reported post op of a realize adjustable band procedure, the patient returned with symptoms of obstruction. During the initial procedure, the surgeon was placing the band on a patient with significant perigastric fat and there was difficulty closing the band. The surgeon chose not to remove the fat pad and after several attempts the band was able to be closed. The band and port were explanted at a different hospital than the band placement. There was no reported patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.